Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) wire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the bile duct during a bile duct stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while attempting to the crush a stone larger than 2cm the basket wire broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."